Event description:
It was reported that pt is not currently experiencing pain or discomfort. Pt states that he received a letter from doctor on (B)(6) 2012. Pt also states that he had his blood work done on (B)(6) 2012. Pt's cobalt level was 4.8. Pt unsure of his chromium level. Pt was advised to have blood work done in six months.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.